Manufacturer narrative:
Device evaluation: one (1) used sample p/n 100/860/080, unknown lot number was returned for evaluation. A small tear in the cuff was observed during functional testing on the sample. The customer reported condition was confirmed. It is the most probable cause that the cuff tear occured during tracheostomy procedure due to contact with sharp edge. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that air leaked from the smiths medical portex® blue line ultra® tracheostomy tube cuff. There were no reported adverse effects.